Event description:
During a procedure, two punctures using three sheaths (two swartz slo 8.5f, one preface sheath) in the la; as well as 2 circular catheters (lasso and libero) an adverse event occurred. While ablating where the af had stopped and became sinus rhythm, prior to completing the dilation and isolation, the patient's blood pressure slightly dropped and mild pericardial effusion was found by the echocardiography and fluoroscopy. Since the pericardial effusion was mild, the dilation and isolation were completed by performing 2 more ablations. Drainage was performed afterwards. Drained blood was venous blood which indicated that the event was not related to the ablation while using the navistar thermocool catheter in the la and pv, as concluded by the physician. The affected area and cause were unk. It was possibly procedure related. Probably the scc or ra was scratched during the brockenbrough procedure; or rv apex was scratched by the other catheter and it bled from there. The patient was in a stable condition. Patient condition had improved, prognosis was satisfactory.

Manufacturer narrative:
Product was discarded by the facility/ not returned for investigation. Mapping was performed in the la using the navistar catheter. It took half an hour from entering a room to performing the pvi. Brockenbrough procedure, took 10 minutes as normal. About 30 mapping points were taken - 30 seconds at 20 to 25 watts for posterior wall, 30 seconds at 30 watts for anterior wall. Lpv and rpv isolations took an hour. Cardiac tamponade was found after 2 hours and 20 minutes after brockenbrough procedure; about 2 hours from start of the pvi. (B) (4).